Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 2.0 cath 31mm during preparation presented a crashed and deformed flush port. Opened the package, and the scrub tech took the device to start prep while the doctor was mapping. She discovered that the flush port was warped and crushed and would not attach to the syringe to be flushed. A new catheter was opened and used. The procedure was completed without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
When the catheter was first received at boston scientific's post market laboratory visual inspection confirmed that the connecting luer was oddly shaped. The catheter was then functionally tested and passed irrigation and leak testing with no impact to the functionality. Based on all available information the allegation that the luer was shaped like an oval was confirmed.

Event description:
It was reported that a farawave 2.0 cath 31mm during preparation presented a crashed and deformed flush port. Opened the package, and the scrub tech took the device to start prep while the doctor was mapping. She discovered that the flush port was warped and crushed and would not attach to the syringe to be flushed. A new catheter was opened and used. The procedure was completed without patient complications. The catheter is expected to be returned.